Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to oversensing of noisy signal. Technical services (ts) was consulted, discussed the r wave amplitude is low and not discernable from noise in stored events that looked myopotential. There was also a stored smartpass disabled episode. Ts recommended confirming what patient was doing at the time of the events, performing isometrics, and recommended possible reprogramming options. This subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No additional adverse patient effects were reported. Additional information was received, automatic setup was performed and the device was reprogrammed to the primary sensing vector. This s-ICD system remains in service. No adverse patient effects were reported

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to oversensing of noisy signal. Technical services (ts) was consulted, discussed the r wave amplitude is low and not discernable from noise in stored events that looked myopotential. There was also a stored smartpass disabled episode. Ts recommended confirming what patient was doing at the time of the events, performing isometrics, and recommended possible reprogramming options. This subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No additional adverse patient effects were reported.